Event description:
The reporter stated that they did meter to lab comparison tests. Tests were done at the same time, using blood from a venous draw. The meter test result was 101 mg/dl, and lab test result was 183 mg/dl. Reporter did not have any symptoms. During troubleshooting, it was noted that the test strip holder of the subject meter was not being cleaned properly. Control solution testing was not done dut to unavailability of supplies. On followup, the reporter confirmed the test results above. No harm was alleged.